Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ¿ yes') in an adult female patient who had essure inserted for female sterilization and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("pain ¿ dyspareunia"), vaginal discharge ("other ¿ vaginal discharge and infection") and vaginal infection ("other ¿ vaginal discharge and infection") and was found to have weight decreased ("other injuries/symptoms ¿ weight loss") and weight increased ("other injuries/symptoms ¿ weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, dyspareunia, vaginal discharge, vaginal infection, weight decreased and weight increased outcome was unknown. The reporter considered device dislocation, dyspareunia, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet received: incident category updated. Event ¿ injury¿ was replaced with events given in the sd. Events added- device dislocation, dyspareunia, vaginal discharge, vaginal infection, weight fluctuation. Insertion and removal date updated. Reporter information, patient details, product indication updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.